Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced a missing sensor wire. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated upon removal of the sensor applicator, the sensor wire was missing. The patient indicated that the sensor wire seemed to have broken off and feels like there was a hard piece of plastic underneath the skin. The patient stated the sensor insertion side would bleed when they pressed on the affected area. At the time of contact, the patient was doing well and stated that they were on the way to the hospital for treatment as they feared that the sensor wire was in their body. No additional patient or event information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause could not be determined.